Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he was hospitalized due to high blood glucose levels. He was concerned the pump was not working. The customer went to the emergency room on (B)(6) 2016 and they kept him overnight. Customer's blood glucose level was around 231 mg/dl. The customer felt queasy and tired. He treated his blood glucose level with the insulin pump and manual injection. The customer experienced a hyperglycemic event with a diabetic ketoacidosis. The customer was given saline. He was wearing the insulin pump at the time of hospitalization. The infusion set was bent. The device was not returned.